Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the unspecified vacutainer blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter: translated to english. The customer stated: "the laboratory customer reports that almost every time the devices stopper pops off while in centrifuge, and gets everything dirty."